Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, unit powered on with an unexpected open book image. Unit was successfully downloaded using thump software. On adapt, pump error 35 alarm was recorded on (B)(6) 2024 at 01:43:00.000 hour. Proceeded by cutting unit open to perform a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was noted on pcba1 and force sensor. The following cosmetic damages were also noted during inspection: battery tube threads cracked, cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case in conclusion customer concern for missing segments/partial display unable to be confirmed due to open book image. Open book image confirmed due to pump error 35 triggered by corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display, pump error 35. The event involved product(s) mmt-1880l. Trouble shooting was performed and customer reported receiving a pump alarm. Customer was not able to clear the alarm. Customer reported a partial display. Cust inserted a new fully charged battery and display did not return to normal or self test failed. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.